Event description:
Customer alleges injury due to the recent seat adjutment by provider. She alleges running into something.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.